Event description:
The customer received a blood glucose reading of 110mg/dl from this doctor's meter. He then re-tested on his contour meter and the reading was 320mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer declined troubleshooting and ended the call before all information could be obtained. Product was not replaced.

Manufacturer narrative:
The call ended before the customer's personal information could be obtained.